Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified chloride electrode malfunctioned. The fse replaced the chloride electrode and cleaned the reference block to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported approximately 44 patients had low sodium results on the cell 2 of the au5800 clinical chemistry analyzer. The samples were repeated on another au analyzer with acceptable results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.